Event description:
The pt had a pump replacement. There were no problems with the insertion. The pt was well for over 48 hours following surgery, but died on the third night. The pump was used for the treatment of spasticity. The pump was infusing 6000 micrograms per ml, 596.9 micrograms per day (basal rate 14.5 micrograms per hour, 2:00 am - 9:00 am 42.2 micrograms per hour); the drug being infused was not reported. The pump was aspirated and found to have just under 19 mls of fluid. An inquest was expected and it was thought that the pump would be investigated. There was at present no reason to think the device itself was implicated; however, it was likely that all aspects of the pt treatment pathway would be exhaustively investigated, so the device could not be ruled out until investigation was complete. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.